Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and a too low (negative) vacuum pressure inside the ventilator piston was found to be the root cause. During on-site checking in follow-up to the event, a leaky lower diaphragm was found to be the root cause. A crack was found within the diaphragm but the exact root cause for the cracking could not be finally determined. For proper function of the ventilator, a vacuum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a leakage of one of these two diaphragms, generation of a sufficient vacuum pressure and thus automatic ventilation might be restricted. The vacuum pressure (min. -80 hpa) is controlled by a pressure sensor. If the lower limit could not be reached, device alarms for reinstall ventilator. Manual ventilation and monitoring functions are not affected and remain available. Dräger finally concludes that the device behaved as specified upon the detected too low (negative) vacuum pressure caused by a leaky piston diaphragm and alarmed accordingly to alert the condition to the user. The replacement of the diaphragm has already solved the problem, there were no patient consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.